Manufacturer narrative:
(B)(4). The component, fiber and cap refer to the results, thermal problem. Failure analysis: the fiber exhibited a circumferential fracture distal to fiber/cap fusion zone at the bevel edge. The fiber proximal to fracture rotated independently of metal cap. The glass cap exhibited severe devitrification at the output window. The metal cap exhibited mild burnt on detritus. The outer flow tubing exhibited mild contamination, likely biologic. Based on the analysis above, the potential for forward firing may exist. The probable root cause: localized heat accumulation due to user handling and or anatomical/procedural factors encountered during the procedure, resulting in accelerated cap wear, limiting the performance of the fiber.

Event description:
It was reported that while using the surgical fiber during a prostate procedure, the "fiber tip was rotating the wrong way" at 21 minutes and 35 seconds and 100,219 joules of use. The procedure was completed using a second fiber. Patient outcome: "no injury to the patient".